Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with suspected short to shield. Patient is experiencing low flow, low speed, and pump stops while using the power module which has been linked to potential issues with the percutaneous lead. No events on battery power were noted. Patient was asymptomatic during pump stops. An x-ray of the driveline was performed, but was unremarkable and unrevealing. A driveline repair was performed on (B)(6) 202 0 approximately 3.5 inches from the exit site. After repair, the patient was tethered on grounded patient cable without issue. Patient has not had additional alarms since the repair. The patient previously declined any additional operations so the patient is unlikely to have a pump exchange but discussions are ongoing. The cause of the elevated pump power found upon further review of the submitted log file has not been identified. The patient has had transient elevations of power since the time of implant with no cause ever identified. The patient is asymptomatic during power elevations. Treatment and plan of care is ongoing standard of care.

Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18¿ of the distal portion of the patient's driveline (dl) was replaced via work order# (B)(4). Additional segments of each wire were also returned ¿ approximately 1.75¿ of the yellow wire, 2¿ of the black wire, 2.5¿ of the orange wire, 2.75¿ of the green wire, and 3¿ of the brown and red wires. These segments were examined under a microscope and no evidence of wire insulation breakdown was observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. As an additional observation, analysis of the submitted log files showed slight elevations in power over 8 w intermittently from 06:33am through 06:50am on 08mar2020, reaching a maximum of 9.1 w. The pump speed remained above the low speed limit during these events. A specific cause for the slight elevations in power could not be conclusively determined through this evaluation. The center reported that the patient previously declined any additional operations so an exchange was unlikely. The patient reported no additional alarms after the repair. It was also reported that the patient was asymptomatic during the pump stops and power elevations. No cause for the elevated pump power was known. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook address all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.